Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope distal end was defective. The issue was found after the procedure, and no patient harm was associated with the event. When the device was returned and evaluated, foreign objects were found inside the light guide lens, and a residual liquid was present at the distal end. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to leakage from electrical (el) connector guide pin and bending section cover (a-rubber). Additionally, since dirt (foreign material) was not on external surface of the device, the dirt (foreign material) could not be removed by reprocessing the likely cause is due to the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invaded lg-lens which led to corrosion. The event can be detected by following the instructions for use (IFU) section: - IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection the event can be detected and prevented by following the instructions for use (IFU) sections: - IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed: the light guide lens had foreign objects, and the distal end had residual liquid. In addition to the foreign material found in the distal end, the additional evaluation findings are as follows: the suction cylinder has discoloration and red paint around the suction cylinder was missing. Water tightness was lost because the guide pin of the electrical connector was shaved and due to a pinhole on the bending section cover. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, the distal end had discoloration, and there was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.